Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the tip is not broken. One grip cable is frayed and a strand is sticking out at the instrument wrist. A nick on the pulley edge was observed, likely caused by contact with another instrument, causing damage to the grip cable. Engineering also observed the distal end of the main tube has a 1 inch long .110 inch wide section with light material removed on one side of the tube. Damage occurred 1.35 inches above the proximal clevis and the wear pattern is consistent with damage from a defective cannula. No other damage was found. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.

Event description:
It was reported that during a da vinci s surgical procedure, the endowrist prograsp instrument tip broke. No additional info was provided. No pt harm, adverse outcome or injury was reported.